Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while performing a drill diagnostic test before the start of the case, a ¿critical error¿ message populated on the monitor screen and advised to call customer service. After hitting ¿ok¿ it exited out of the drill diagnostic test screen. When turned off the real intelligence cori, restarted it, tried doing a drill diagnostic test again; everything worked as intended. As this was noticed during set up, the procedure was performed, without any delay, doing a reboot. Patient was not impacted.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, sn(B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. Cori-v1.4.3 has been validated. A review of manufacturing records indicate the software met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.